Event description:
Pain was relentless, described as constant strong dull ache at her knee cap with sharp shooting pains down her left leg [aching (l) knee], ([radiating pain]) could not walk [unable to walk]. Case narrative: based upon additional information received on 05-feb-2020, this case initially assessed as non-serious was upgraded to serious as event of pain was relentless, described as constant strong dull ache at her knee cap with sharp shooting pains down her left leg (seriousness criterion: required intervention) was added. Initial information received on (B)(6) 2020 from united states regarding an unsolicited valid serious case received from a patient. This case involves a female patient (unknown age) who could not walk and reported the pain was relentless, described as constant strong dull ache at her knee cap with sharp shooting pains down her left leg, after treatment with hylan g-f 20, sodium hyaluronate (synvisc or synvisc one). The patient had ongoing osteoarthritis behind left knee along with a walnut sized cyst and torn meniscus. The past medical treatment included cortisone shot in (B)(6) 2019 which lasted only 2 months instead of the 6 to 8 months. Past medical history, vaccination(s) and family history were not provided. On (B)(6) 2020, the patient received hylan g-f 20, sodium hyaluronate, injection, dosage unknown via intra-articular route, frequency once in her left knee with an unknown batch number for knee oa. The patient was not sure if the injection was synvisc or synvisc one and stated that she had only one injection. Patient stated she was reporting a horrendous adverse event. On the same day within an hour after hylan g-f 20, sodium hyaluronate, the patient could not walk and had to take a cab home. The same day, one hour after the injection, patient said her pain was relentless, described as constant strong dull ache at her kneecap with sharp shooting pains down her left leg. This event was assessed as serious and required intervention. As a corrective, she received prednisone which did not help and had some pain killers. By (B)(6) 2020, her pain began to abate and by (B)(6) 2020, she had normal arthritic pain. The patient wanted to know if there was any clinical data related to the adverse event she experienced. Action taken: not applicable for both the events. Corrective treatment: prednisone, pain killers for pain was relentless, described as constant strong dull ache at her knee cap with sharp shooting pains down her left leg; not reported for could not walk outcome: unknown for could not walk; recovering for rest. A product technical complaint was initiated, and results were pending for the same. Additional information received on 05-feb-2020 from patient. Case upgraded to serious. Medical history of osteoarthritis behind left knee along with a walnut sized cyst and torn meniscus added. Past drug of cortisone added. Suspect product action taken and frequency updated. Event of pain was relentless, described as constant strong dull ache at her kneecap with sharp shooting pains down her left leg.

Event description:
Pain was relentless, described as constant strong dull ache at her knee cap with sharp shooting pains down her left leg [aching (l) knee] ([radiating pain]). Could not walk [unable to walk]. Case narrative: based upon additional information received on 05-feb-2020, this case initially assessed as non-serious was upgraded to serious as event of pain was relentless, described as constant strong dull ache at her knee cap with sharp shooting pains down her left leg (seriousness criterion: required intervention) was added. Initial information received on 03-feb-2020 from united states regarding an unsolicited valid serious case received from a patient. This case involves a female patient (unknown age) who could not walk and reported the pain was relentless, described as constant strong dull ache at her knee cap with sharp shooting pains down her left leg, after treatment with hylan g-f 20, sodium hyaluronate (synvisc or synvisc one). The patient had ongoing osteoarthritis behind left knee along with a walnut sized cyst and torn meniscus. The past medical treatment included cortisone shot in nov-2019 which lasted only 2 months instead of the 6 to 8 months. Past medical history, vaccination(s) and family history were not provided. On (B)(6) 2020, the patient received hylan g-f 20, sodium hyaluronate, injection, dosage unknown via intra-articular route, frequency once in her left knee with an unknown batch number for knee oa. The patient was not sure if the injection was synvisc or synvisc one and stated that she had only one injection. Patient stated she was reporting a horrendous adverse event. On the same day within an hour after hylan g-f 20, sodium hyaluronate, the patient could not walk and had to take a cab home. The same day, one hour after the injection, patient said her pain was relentless, described as constant strong dull ache at her kneecap with sharp shooting pains down her left leg. This event was assessed as serious and required intervention. As a corrective, she received prednisone which did not help and had some pain killers. By (B)(6) 2020, her pain began to abate and by (B)(6) 2020, she had normal arthritic pain. The patient wanted to know if there was any clinical data related to the adverse event she experienced. Action taken: not applicable for both the events. Corrective treatment: prednisone, pain killers for pain was relentless, described as constant strong dull ache at her knee cap with sharp shooting pains down her left leg; not reported for could not walk. Outcome: unknown for could not walk; recovering for rest a product technical complaint was initiated on (B)(6) 2020 for synvisc one (lot number unknown) with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation was completed on (B)(6) 2020. Additional information received on 05-feb-2020 from patient. Case upgraded to serious. Medical history of osteoarthritis behind left knee along with a walnut sized cyst and torn meniscus added. Past drug of cortisone added. Suspect product action taken and frequency updated. Event of pain was relentless, described as constant strong dull ache at her kneecap with sharp shooting pains down her left leg. Follow up information was received on 04-feb-2020 from other health professional. Global ptc number added. No significant information was received. Additional information was received on 01-mar-2020 from other health professional. Ptc results received and processed.